Event description:
It was reported to technical services on (B)(6) 2011 that this device went to eri in a very short period of time. It was set to normal outputs, had 62% left august and then patient came into the hospital, symptomatic today, it was 62% left on (B)(6), now it is eol and no therapy--no pacing and no tachy ability, patient is in the hospital sympotmatic due to bradycardia and lbbb, technialc services will note, dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).